Event description:
It was reported that the tip of the shaver blade fell off during knee surgery inside the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.